Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2012. Subsequently, patient alleges sounds coming from implant. A review of invoice history confirms a revision procedure was performed on (B)(6) 2012. The head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.